Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated minimal calcification with extrinsic calcific deposits on the free margins of leaflet 1 near commissure 2 and leaflet 3 near commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 and leaflets 2 and 3 by approximately 5mm at commissure 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. The free margin of leaflet 2 near commissure 3 was rolled toward the outflow aspect due to host tissue overgrowth and extrinsic calcific deposits and created a gap in the central coaptation region. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 31mm mitral valve for 3 years 1 month, had the initial device explanted due to stenosis. The patient has a allergy to nickel and had sternal wires removed from the initial implant due to a reaction to the wires. The patient received a non-edwards mechanical valve in replacement. The patient is reported to be doing well. Per the product evaluation, the report of stenosis was confirmed through observed calcification and host tissue overgrowth. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis.